Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lot of noise on the lead was observed. The noise was not reproducible with manipulations. Lead was capped and replaced on (B)(6) 2016 during normal device change-out procedure due to oversensing. The patient tolerated the procedure well and is doing well.